Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a barometer test step. Additionally, it is noted that both fans kept running unless the device was put into ship mode. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips field service engineer (fse), and the fan activated immediately. An unspecified 'service required' message was present. The fse proceeded to reset the device and disassembled the unit. The fse states that the device failed a repair test relating to the barometric pressure test step. The printed circuit assembly (pca) board, 3-way valve, and solenoid were replaced to resolve the test failure and fan issue. It is additionally noted that that the fio2 cable had been disconnected. The cable was reconnected, the flow sensor was reinstalled, lubricant was applied to the seal, the device was reassembled, a hard reset was performed, and the software was reinstalled. Pvt was performed and the device passed all testing. Additionally, the trilogy evo system pca, proportional valve, and solenoid valve were returned to the product investigation lab (pil) for further evaluation. Pil was able to confirm the failure of the system pca, and concluded that a faulty voltage regulator u63 caused the barometric pressure failure. Pil installed the trilogy evo system pca on the trilogy evo stb and noted that the stb alarm for ventilator service required and the fans would operate continuously without shutting down. The system pca was then tested on the pil trilogy evo multifunctional test station for fan verification but failed barometric pressure verification. The system pca was scrapped. Pil was unable to confirm a failure of the proportional valve and 3-way solenoid valve. Both valves operated as designed.